Manufacturer narrative:
(B)(4). Batch # p91n72. Maude report number: mw5072281. Event description provided via maude - medium/large ethicon mcm20 automatic clip applier was not dispensing clips and tore the vein graft of the pt in the operating room. The following information was requested, but unavailable: can you please provide further detail of the event with regard to how the vessels that were torn were repaired? Was there any change in the procedure as a result of the event? Was there any change in the post-operative care of the patient as a result of the event? What is the current patient status? Device analysis: the analysis results found that the mcm20 device was returned with a clip in the jaws.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 14 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a vein harvest procedure, the pa fired the clip applier and no clips deployed however the jaws of the clip applier closed and cut the vein. Another clip applier was used to complete the procedure. There were no adverse consequences for the patient.